Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error on their insulin pump. It was reported that the customer's device was stuck in a loop. The customer's blood glucose level at the time of incident was 221.4mg/dl. It was reported that the customer had a motor position encoder error alarm. It was reported that the customer was advised the device would have to be replaced. It was reported that the customer will refer to back up plan, but will be holding on to their pump for now. It was reported that a continuation of therapy pump would be sent out.